Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by giving pump reset information and helping the caller reset the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and contact support if any issues reoccurred.